Manufacturer narrative:
A1102: unable to retrieve a23: error d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site and local representative (cs) were able to query images from the picture archiving communication system (pacs) using wireless, but not retrieve. Troubleshooting was performed. The error on the pacs end stated that the ae title was not recognized. Technical services (ts) asked about the ae titles and they told me that the wired and wireless ae titles were both identical. Ts informed them that they needed to be different, and that they needed to match the assigned ae titles on the pacs end. Additional troubleshooting was performed later that day. The cs called in to report that this s received two new s8s. The cs reported the site had been previously using an s7. The cs reported the site it and he were working to configure the network settings on both new s8 systems. The cs reported both s8 systems could query but were unable to retrieve. The cs confirmed that all permissions from pacs were enabled. (C-move) the cs c onfirmed attempting both wireless and wired, but the issue was unresolved. The cs confirmed he was able to retrieve images, same port, cable, and network information on the s7 but not on either s8. The cs reported that he attempted to create a new pacs and tried to retrieve, but the issue  was unresolved. The cs reported that he took the exact configuration that was input onto the s8, onto the s7, and the s7 functioned as intended and he could query and retrieve. The cs reported that it would like to reconfigure the firewall and/or router, and ts informed the cs that we could not reconfigure the router. Further troubleshooting was performed later that day. The cs called to report that the issue had been resolved. It concluded that there was an ae title mismatch between the stealth and pacs. Despite the stealth having a wired and wireless ae title, pacs could not be set up with a system with two ae titles. It reconfigured pacs so that the stealth was assigned "one" ae title on the pacs end. As a result, the stealth could successfully download images. There was no patient involvement.